Manufacturer narrative:
Initial and final md(B)(4).

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced two infusion set adhesive issues on (B)(6) 2026, where the infusion set patch did not stick to the skin upon insertion. The patient replaced the infusion set and successfully resumed insulin deliveries. No further information available.